Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low impedance measurements less than 200 ohms. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned. No adverse patient effects were reported.